Manufacturer narrative:
Results: our quality engineer inspected the returned units and confirmed the reported observation. The source of the reported issue could not be determined. DHR for all three lot numbers showed no issues. No manufacturing related defects were identified during the evaluation of the samples. Ten actual samples in opened packaging were returned for investigation. The actual samples were subjected to visual inspection. Opened seal was observed on all the returned samples. Conclusion: there is an indication of adhesive transferred from the top web to the bottom web on the opened seal areas, which was present on all returned samples and thus, showed that the sealing process was completed in manufacturing facility. Therefore, no assignable root cause can be established.

Manufacturer narrative:
Date of event: unknown. Three potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6025358, medical device expiration date: 01/31/2021, device manufacture date: 02/27/2016. Medical device lot #: 6077264, medical device expiration date: 03/31/2021, device manufacture date: 05/10/2016. Medical device lot #: 5289439, medical device expiration date: 10/31/2020, device manufacture date: 11/24/2015. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that some bd insyte¿ IV catheter non-winged secondary packages were found open or with poor seal integrity prior to use. There was no report of injury or medical intervention.